Event description:
It was reported that the patient experienced dyspnea. Diagnostic imaging was performed and a fragment of a peel-away introducer was observed in the pulmonary artery. A procedure was performed and the introducer fragment was removed. The patient was in stable condition.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.